Manufacturer narrative:
It was reported that the patient experienced additionally pain and discharge. The patient underwent a removal of suburethral section of mesh on (B)(6) 2015. Currently, the patient is fine but still soon after surgery. (B)(4).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a sling procedure on an unknown date. The patient experienced mesh erosion into the vagina and underwent removal of mesh on (B)(6) 2015. Additional information has been requested.